Manufacturer narrative:
Tracking number: (B)(4). (B)(4).

Event description:
According to the reporter, the surgeon performed a vats wedge resection procedure on a patient. A few days later, the patient returned to the or due to significant intercostal bleeding following a lung resection. Examination of a staple line revealed malformed staples in the same location of the intercostal bleed, sticking straight out from the line. The surgeon found a parietal pleural and muscular abrasion and lacerated intercostal artery along the chest wall. Approximately 1.4l of blood was evacuated from the pleural space.the last known patient status is that he is stable. No other adverse events were reported.